Event description:
Customer reported an alarm 20 issue with the pump, which occurred during pumping. The customer declined to answer whether the issue caused blood glucose levels to exceed 500 mg/dl. Cts assisted with loading a new cartridge, but the alarm recurred, preventing successful insulin therapy resumption. As a result, a decision was made to replace the pump. Customer will use multiple daily injections as backup therapy and was instructed to return the problematic pump using a pre-paid label after putting it in storage mode.